Event description:
A trilogy ventilator was returned for routine periodic maintenance 2 service. No specific allegations of malfunction during clinical use, patient involvement, or harm were reported. The device was not in use on a patient at the time of service. During the course of preventive maintenance, the unit failed the flow verification portion of final test. No clinical intervention was required, and no adverse outcome was reported. The service team performed standard periodic maintenance as outlined in the procedure. As part of the preventive replacement protocol, the air inlet foam filter, particulate filter, and muffler assembly were replaced. Upon failure of the flow verification test, the flow sensor was identified as the failed component and was replaced. In addition, dirt accumulation was observed on the blower assembly, which was also replaced as a precautionary measure. After completion of all repairs and component replacements, the unit underwent full functional testing, including battery check, valve check, and run-in testing. The ventilator passed all final tests and was confirmed to be operating properly.